Manufacturer narrative:
(B)(4). The switch assembly had multiple areas of material on the inside of the domes and on the outside surface of the connector to the handpiece. The different components were visually examined and images were taken with an optical microscope. The flex circuit assembly was imaged and the material on the surface contained elevated levels of sodium and chlorine in certain areas and oxides of stainless steel. The oxides most likely are from corrosion of the dome base metal which is stainless under the gold plating. The present of chlorine was most likely the cause of the corrosion. The material on the surface of the connector assembly is primarily tin oxides with some sodium and chlorine mixed in with the oxides. There are considerable amounts of corrosion products present on the surfaces of the flex circuit and the connector assemblies. These are most likely the result of saline coming n contact with these components. These oxides would prevent the device from activating. However, it is not possible to determine whether these oxides and salt were present prior to the device being used in surgery. Some of this corrosion most likely occurred after the surgery as saline from surgery reacted on the components prior to receipt in the analysis lab. The initial cause of the device not activating is not known from this analysis.

Manufacturer narrative:
(B)(4). Date sent: 6/3/2016. Batch # (B)(4) additional information was requested and the following was obtained: what other instruments were used during the surgery? Laparotomy hand instruments such as hemostat, retractor, metzenbaum scissor, etc. Why was the procedure not completed by using another lap. Method? No, a laparotomy was performed. What is the rationale for the convert to open, rather than continuing the procedure laparoscopically? Without having a harmonic for laparoscopic dissection he decided to open. Was the convert to open a direct result of the har36 not working? Yes. Or was there another reason for the convert to open, such as: no. How old are the account¿s handpieces? I¿m not sure, you would have to check the lot numbers on the ones I returned. What is the surgeon¿s typical steps to use the device? (Such as waiting for the tone change) I can¿t speak to his exact usage of the device, but he was unable to use the device at all for this procedure. What yellow alert screen(s) were displayed when the har36 stopped working? To the best of my knowledge none. Where the troubleshooting steps followed (additional alert screens advising of next steps?) The room staff tried re-tightening the hand piece to the cord several times with no results. How long has the surgeon been using the har devices? Since at least 2010. Was the footswitch operable and available for use during the procedure? Foot switch was not tried. Does the surgeon use any other device for sealing bleeding vessel in laparoscopic procedure other than the harmonic? No. The device was returned with white substance on the hand activation contacts area. The device was connected to a test hand piece and a gen11, during functional testing it was noted that the hand control buttons were nonfunctional. However, the device did activate when tested with the foot switch. The device was analyzed, and it was determined that it was likely connected in more than one generator. The device is intended and labeled for single patient use. If the device is connected to multiple generators an alert screen will be displayed indicating ¿adaptive tissue technology features are not available in this device¿. The device was disassembled to inspect the internal components. Corrosion was found at the hand activation domes and at the retention pin. The corrosion is possibly caused when the device was soaked for cleaning before shipment for analysis. Due to the moisture discovered on the instrument, we are unable to determine how this condition impacted the performance of the device and therefore cannot conclude root cause. Our manufacturing, sterilization, packaging, and shipment processes do not introduce corrosion / moisture to the device.

Event description:
It was reported that during an emergency laparoscopic appendectomy procedure two devices would not activate. Procedure was completed after converting to open and using a stapler, knife, and bovie.